Event description:
In 2007, four gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. The pt was diagnosed with a distal type I endoleak. In 2008, a fifth gore tag thoracic endoprosthesis was implanted and the distal type I endoleak was successfully repaired. However, during the second procedure, another endoleak (type unk) was identified. A sixth gore tag thoracic endoprosthesis was implanted and the endoleak (type unk) was successfully repaired.

Manufacturer narrative:
Please note: attached list of additional devices implanted and involved in this event: tg3115/lot#05292361, tg3415/lot#05292425, and tg3115/lot#05292360.